Manufacturer narrative:
(B)(4). Investigation summary: no product or photo was returned by the customer. The customer complaint that there was an event of tubing occlusion could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a lot number was not provided by the customer. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: due to no sample being received, an investigation could not be performed and a root cause could not be determined. Rationale: per bd corrective and preventive action (CAPA) corporate procedure, the reported issue does not represent a single significant incident that would trigger a CAPA.

Event description:
It was reported that as lvp 20d 3ss cv bv tubing was occluded and ballooned. The following information was provided by the initial reporter: material no: 11522558 batch no: 20076375. It was reported that there was an event of tubing occlusion. Verbatim: IV pump was alarming "occluded pt side" I had checked it frequently as the pt rolls and moves a lot. I decided to flush the port from the IV tubing closest to the patient. As I flushed I noticed that the chamber opened at the top and then closed back. I thought that was really odd, so I opened the chamber and noticed that the tubing was ballooned. I immediately changed the tubing.